Event description:
It was reported that the patient presented to the hospital due to an alert. Interrogation indicated the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing, noise and a high sensing integrity count (sic). The lead also had high impedance and a possible fracture. Magnet was applied to device, external pads applied to patient and the patient was closely monitored. Patient transferred to (B)(6) hospital and detections turned off. Patient is monitored with external pads and will have lead revision in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.